Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that while carrying out testing on the implant, it was seen that there was insufficient coupling to the device. The pt also complained of static and pain and longer receives any sound. It has taken the family 3 weeks to see an audiologist since the symptoms first appeared as they had to go through their military primary care physician first.